Event description:
It was reported that 5 bd syringes 3ml ll 22ga experienced epoxy on the needle. The following information was provided by the initial reporter: customers wife uses and buys the 3ml bd syringes for their specific use in their health care and they noticed that in 2 lots that the section where the needle joins the plastic has something which gives the appearance of excess of white material.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1071265. Medical device expiration date: (B)(6) 2026. Device manufacture date: (B)(6) 2021. Medical device lot #: 1043551. Medical device expiration date: (B)(6) 2026. Device manufacture date: (B)(6) 2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd syringes 3ml ll 22ga experienced epoxy on the needle. The following information was provided by the initial "reporter": customers wife uses and buys the 3ml bd syringes for their specific use in their health care and they noticed that in 2 lots that the section where the needle joins the plastic has something which gives the appearance of excess of white material.

Manufacturer narrative:
H.6. Investigation summary: three samples for batch 1071265, and two samples for batch 1043551, and six photos received for investigation. Upon visual inspection, epoxy stains in the cannula are observed in all the samples. No deformities or bent needle observed. The syringes sent were visually and dimensionally analyzed, no defects or issues observed. Needle appear slightly inclined, measurement of the inclination of the cannula is performed, dimensions are within specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause for epoxy stains is associated with the epoxy injection system. The valve that was in place at the time the machine stopped did not have the ability to stop the epoxy. Therefore, there was a constant flow and when the line was reactivated the accumulated epoxy could fall between the hub and the cannula. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Monthly maintenance plan was included to verify the epoxy valve. DHR review results: during the documentary review, no quality events records were found in the manufacturing product, the batch were inspected and later released in accordance with the valid work instruction.